Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. The reported observation of ¿no ipg communication¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was not ascertained. The device was fully functional with a last battery voltage of 2.926v prior to entering the service application state. The therapy had been turned on/off with programming changes switching to program #2 using a programmer/controller one month prior to the device entering the service application state.

Event description:
The ipg was returned for analysis, indicating that the ipg was explanted on an unknown date to address the issue.